Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported dislodgement and associated capture failure relative to the subject lead after 10 months of implantation. Due to the issue, the patient was having bradycardia with a rhythm between 30 and 40 bpm. At the time, the programmed ventricular output of the pacemaker was 4.0 v/0.5 ms. The ventricular threshold was measured at 5.0 v/1.0 ms regardless of whether the patient was sitting or lying on his back. No other lead measurements showed abnormalities. The ventricular output was re-programmed to 7.5 v/1.0 ms, which resulted in successful and stable ventricular capture. X-ray examination revealed that the lead tip of the subject lead was facing the lateral free wall, obviously having been dislodged from the original implant site, the ventricular apex. The physician decided to continue monitoring the patient. The next follow-up was scheduled for (B)(6) 2018. It was also noted that the patient is (B)(6) and that this advanced age has likely been taken into consideration for the physician¿s decision.